Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a post-operative partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. This is a final report.

Event description:
The user's electrode array reportedly migrated after the implantation. Already during the implantation surgery the clinic noticed that the device came out of the cochlear and reinserted it and sutured it in place. Reportedly, the electrode had been fully inserted at the time of implantation surgery. It is suspected that the migration is post-operative, however it is unknown when. There are no allegations made against the device. The user has been re-implanted. 5 channels were found extra-cochlear.

Event description:
The user's electrode array reportedly migrated after the implantation. The clinic noticed that the device came out of the cochlear during the surgery and reinserted it and sutured it in place. Reportedly, the electrode had been fully inserted at the time of implantation surgery. It is suspected that the migration is post-operative, however it is unknown when. There are no allegations made against the device. The clinic wants to schedule a revision surgery to reimplant the user with a perimodialar device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.